Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent a surgery for trochanteric fracture. After surgery, the patient had been undergoing rehabilitation, etc. On unknown date, the patient visited the hospital for pain of hip, and it was found that the blade penetrated the bone head. The cut point was also observed in the acetabulum. On (B)(6) 2022, the patient underwent a revision surgery via tha. The revision surgery was completed successfully with no surgical delay. This was commented as follows. In the first place, the patient's bone quality was very fragile. Based on the images, the penetration may have occurred because the proximal bone fragment could not tolerate the fixation strength of the implant. This event was not product related. Cement augmentation may have been needed for the treatment at the initial surgery. No further information is available. This report is for one (1) tfna fem nail ø11 130° l170 timo15. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Health effect: clinical code (B)(4) used to capture: injury (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.